Event description:
Event description cpi received information that this patient with an endotak transvenous defibrillation lead was not receiving brady therapy. The impedance and threshold measurements were not appropriate.